Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not go into standby mode once a patient was disconnected. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the device would not go into standby mode once a patient was disconnected. With the patient circuit completely removed, the device went into standby but not with a simple circuit connected. The average air (slpm) readout, with flow and pressure set to zero, was 0.8 as read on the pneumatics screen. The remote service engineer (rse) suspected flow or pressure metering issues and advised the customer to perform all pneumatic performance verification tests (pvt) and address any issues found. The investigation is ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) response received, the biomedical engineer (bme) noted that there were no error codes regarding the reported standby issue. The bme was able to duplicate the problem and found that the flow sensor assembly needed to be replaced the flow accuracy tests were out of range, and after seeing the failing results, the bme did not proceed any further with the remaining tests. The bme ultimately replaced the defective flow sensor assembly, after which the issue was resolved as the test readings were within range. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.